Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is ddn9 and the automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. The aer detergent is cln, the aer disinfectant is peracetic acid, their storage practice is a non-olympus cabinet and olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the regional regulation. Inspection and testing of the device found angulation was reduced and the adhesive of the bending section was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the channels of the gastrointestinal videoscope did not pass microbiological testing. Information regarding the type and count of germs was not provided by the customer. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.